Manufacturer narrative:
D10: 300-30-12 - equinoxe preserve stem 12mm: (B)(6), 310-01-53 - equinoxe, humeral head short, 53mm (beta): (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s: (B)(6), 314-13-34 - equinoxe cage glenoid l, post aug, right: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via a clinical study, that a 77 yo male patient, who had a tsa, underwent a revision procedure approximately 6 years post the initial procedure. Adverse event indicated was a postero-superior cuff tear and experience worsening pain. Definitely not related to the device or procedure. The replicator plate, torque screw, humeral head, and glenoid were removed. Outcome indicated resolved. No further information. This is 1 of 2 events for this patient.